Event description:
Pt reported that their infusion set was leaking after they used it for several days. Pt reported that they had elevated blood glucose levels (516 mg/dl) for two days as a result of the leakage. Pt temporarily switched to insulin injections until new infusion sets could be obtained.